Event description:
It was reported that there was an error at boot up and the error did not clear. The error was unknown, only that it involved the hard drive. It was recommended to contact the representative and run the service disk and if that did not resolve then to return the programmer for repair. It was also reported by the clinic that the programmer did not boot to the main model select screen and had a very noisy fan. The programmer was returned for repair. No information was received indicating patient involvement.

Event description:
It was reported that there was an error at boot up and the error did not clear. The error was unknown, only that it involved the hard drive. It was recommended to contact the representative and run the service disk and if that did not resolve then to return the programmer for repair. It was also reported by the clinic that the programmer did not boot to the main model select screen and had a very noisy fan. The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) long boot, then programmer boots to a system error. System fan is noisy. Microphone is out of electrical specification.